Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced device being warm to touch, irritating, and cannot lift the arm. As of this time, this device remains in service. No adverse patient effects were reported.